Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states the foot portion of the bed will not go up and down and the mattress is warped. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.